Event description:
It was reported the patient had high impedance at left lead contact 0. Impedances were greater than 4,000 ohms. Intervention involved reprogramming without using contact of the lead. It was noted the patient got worse until they were reprogrammed to their ¿old¿ settings used before therapy impedance measurement. The event resulted in in-patient hospitalization. The event was considered resolved without sequelae and noted as related to the device and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that intervention included reprogramming. It was noted that there were no signs or symptoms. It was noted that during the 12 month follow up the investigator detected the impedance was too high for contact zero. It was noted that the patient stayed one day longer in hospital to test the effect of reprogramming. It was noted that the device was performed without using contact of left lead. It was noted that the patient got worse until the investigator reprogrammed to ¿old¿ settings that were used before therapy impedance measurements. It was noted that the event resulted in prolonged existing hospitalization. It was noted that the patient was admitted to the hospital on 2014-(B)(6) and discharged from the hospital on 2014-(B)(6).